Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reappears.